Manufacturer narrative:
September 17, 2015 11:21 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device turned on and would not disengage. This resulted in smoke and melting plastic. The harvester unplugged the device in order to stop the malfunction. A replacement device was used to complete the procedure. The hospital did not report any patient effects.